Manufacturer narrative:
The service history record was reviewed showing no previous issues. The unit was tested and passed all testing. The unit was specifically tested for accuracy and passed; the rate was as expected. The reported condition could not be confirmed. No corrective action is required at this time. The unit was functioning properly during evaluation. Preventative maintenance was performed on the unit due to damage to the housing. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was overfeeding. Additional information was received from the customer that the volume to be infused was set to 150 ml/hr. In 15 minutes the device delivered 41.53 ml which is not within +/- 10%. 33.75 to 41.25 , 1 ua leakage. They tightened pole mount screw and ran the pump 3 times and every time the output was out of tolerance over 41.25 max variance. No patient was involved. They used distilled water to test the device. The device failed the preventative maintenance.